Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate or charge her ipg. A replacement charger was sent to the pt to address the issue but was unsuccessful. She is scheduled for ipg replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.